Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited intermittent capture on ams episodes. Further information was requested however, was not provided.